Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the shaft break occurred. The target lesion with a 45 degrees bend was located in the highly calcified circumflex artery. A 2.25 x 32mm synergy ii stent was advanced to treat the lesion. However, upon advancing, the shaft broke. The procedure was completed with another synergy stent. No patient complications were reported and the patient was doing well.